Manufacturer narrative:
After its receipt, the ICD first underwent a status interrogation, and the memory content of the implant was analyzed. The analysis of the memory content showed an increased current uptake of the device. In general, a warning message is displayed to the user at the programmer in cases of increased current uptake. The ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached, and the charge time was as expected. The ICD showed specification-conforming behavior in regard to its device functions. In a next step, the ICD was opened, and the components of the electronic module were inspected. The battery was still sufficiently charged. Further analysis identified a damaged capacitor that caused increased power consumption and then led to the clinical observation. In addition, the manufacturing process for this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly, and the power consumption of the ICD, in particular, was unremarkable. A performed standard final electrical test had documented proper device behavior. In summary, the clinical observation resulted from increased current uptake, which was caused by a damaged capacitor. The check of the production history showed that the device functioned properly at the time of shipment.

Event description:
Ous MDR. An error message regarding high power consumption occurred during interrogation. Diagnostic measurements are unknown except for an external shock for cardioversion from (B)(6) 2015. However the error message first appeared on (B)(6) 2015; prior to the cardioversion.